Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, during preventative maintenance, while performing the functional test, the pressure measurement was out of range showing 195.01mmhg, for cuff 1 300mmhg (with a range of 297.8 to 302.20mmhg) and also the pressure measurement showed 0.75mmhg in cuff 2 0mmhg (with a range of minus 0.50 to plus 0.50 mmhg). There was no patient involvement.

Manufacturer narrative:
The product was returned for evaluation following preventative maintenance. The reported nonconformance was not confirmed. The pump unit was connected to a piek 3 clearsight hot mockup system. There were no errors messages observed. It was possible to zero the hrs and obtain normal bp readings and waveform. The functional tests were performed, and the device passed all the tests. There was no physical damage that a part had to be replaced. This event is no longer considered reportable and a corrected supplemental report is being submitted.